Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted after evaluation of the iabp is completed.

Event description:
The customer stated that prior to use on a patient, the intra-aortic balloon pump (iabp) alarmed power-up test fails code #14. No death, injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and replaced the scroll compressor. In addition, the iabp failed the drive manifold test, and to fix this issue the drive manifold assembly and the filter was also replaced. The fse then ran functionality checks and performed a full preventive maintenance, after which the iabp was returned to the customer for return to clinical service.

Event description:
The customer stated that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) alarmed power-up test fails code #14. No death, injury or adverse event was reported.